Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the image sensor unit during handling by the user. As for the cause of the damage to the image sensor unit, it is possible that it was caused by an irregular load applied to the curved part, but the cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual _important information ¿ please read before use :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5,the additional evaluation findings are follows: the angle of curvature in the up direction did not meet the specification due to wear of the angle wire, the bending section cover adhesive was broken, the universal code had wrinkle and e311 error(the white balance has not been set). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the deflectable videoscope image was not displayed. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient involvement.